Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for three patient samples tested for the elecsys probnp ii immunoassay (probnp) on a cobas e 411 immunoassay analyzer (e411). Of the three samples, two had erroneous initial probnp results. No erroneous results were reported outside of the laboratory. The first sample initially resulted as 7.97 pg/ml. The sample was repeated on (B)(6) 2018, resulting as 3976 pg/ml. The 3976 pg/ml value aligned with the patient's clinical status. The second sample had been frozen on (B)(6) 2018. It was thawed on (B)(6) 2018, mixed, centrifuged, then tested for probnp. The initial result from this sample was 16.33 pg/ml on (B)(6) 2018. The sample was repeated, resulting as 1547 pg/ml. The repeat value of 1547 pg/ml aligned with the patient's clinical status. No adverse events were alleged to have occurred with the patients. The probnp reagent lot number was 22774800, with an expiration date of jul 31, 2018.

Manufacturer narrative:
The alarm trace, calibration and controls did not show any indications of an issue. The customer used 12 x 75 mm tubes, which are not specified for use on the analyzer. The investigation was unable to find a definitive root cause.